Event description:
The manufacturer received information alleging a critical error. The device was not in patient use. This was an out of box failure. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was unbale to confirmed. The no unexpected errors were generated.